Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the tidal volume knob was turned fully to the left, the high-pressure alarm did not sound. This occurred during priming at the facility. There was no reported patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was unable to verify or duplicate the reported problem. The service history review had no indication that the complaint was related to a service of the device within the review period.